Event description:
The affiliate reported a customer who had a positive biological indicator. The load was not recalled. There were no reports of physical complaints related to the unrecalled items. The field engineer went to the facility to assess the unit.

Manufacturer narrative:
Suspected positive bi: capital equipment, evaluated at customer site. The field engineer found a small toothpick-like metal bar at the door of the machine. The metal bar was caught in the door and air leak was found.